Event description:
It was reported that the rv lead had a slight rise in threshold and appeared dislodged. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Visual and x-ray examinations of the lead found the inner coil to be overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.